Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a2020 mayfield radiolucent skull pin shattered during a craniotomy procedure on (B)(6) 2019. The pin broke with the patient in the mayfield headrest. There was no patient injury noted. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The sapphire skull pin was received broken and the break was radial and inside the abs pin holder. The plastic housing was received deformed with ID elongated suggesting side loading on pin. Investigator requested the skull clamp and base unit be returned for evaluation for potential contributing factors, but was told that the facility no longer have those devices and traded it with another company. Investigator then requested traceable information for the skull clamp and base unit such as product ID and serial number. This information has also not been provided. This event is still under extensive investigation and integra is closely monitoring this reported condition. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed from the evaluation of item. The definite root cause could not be reliably determined at the moment since the skull clamp , base unit and their traceable information were not provided. The most probable root causes are outlined in our risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error) and device used with incorrect/unauthorized devices/accessories for procedure. Device identifier # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the patient was not repositioned at anytime during the surgery. The broken disposable radiolucent pins were in contact with the patient. The pins were retrieved. There was surgery delay of more than 60 minutes as the patient's head moved due to the pin breaking, which bent the biopsy needle that was in the brain. Because of the bent needle, the patient was sent to computed tomography (CT) scan to determine if there was brain damage. Once no brain damage was determined, the patient was brought back up for the procedure. Regular pins were then used with the skull clamp for the subsequent re-do of patient positioning and procedure.